Event description:
The customer called to report that she experienced major pain and discomfort after inserting the sensor. The customer also started getting a major fever, and wanted to know if she was having an allergic reaction to the sensor. The customer ended up going to the hosp for assistance. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.